Manufacturer narrative:
The first event occurred on unspecified date in (B)(6) 2018. It was reported the other events occurred "some time after discharged from hospital". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced five events of peritoneal inflammation. The cause of the events was not reported. The patient was hospitalized and discharged for the first event. It was reported after discharge, the patient experienced four relapse events of peritonitis. The patient was treated with intraperitoneal (ip) heparin (dose, duration and frequency not reported) and ip cephalosporin (dose, duration and frequency not reported) for all the events. It was not reported if the patient was hospitalized for the other events. At the time of this report, the patient was recovered from the events and pd therapy was ongoing. No additional information was provided as the reporter declined follow up.